Manufacturer narrative:
The device has not yet been returned for analysis. The evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. (B)(6). Manufacturer reference#: (B)(4).

Event description:
On (B)(6) 2026, it was reported that the bottom posterior buttons broke off while the patient was wearing the device. The device was delivered to the patient on (B)(6) 2026. The patient began using the device on (B)(6) 2026. The incident occurred on (B)(6) 2026. The patient reported the issue to (B)(6) on 06/01/2026. The patient didn't suffer any permanent harm/injury, and no medical intervention was required.